Event description:
Weight of the pt is unk. It was reported to boston scientific that a superficial burn was observed on the pt following the completion of an hta procedure. It was reported that the procedure using the hydrothermablator procedure set was successful. Following the sheath removal a superficial burn (per the physician - a first degree burn) was noticed on the perineum extending from the vagina to the buttock approx 1 inch wide and 4 inches long. The physician believes the burn was caused by the sheath being in direct contact with the pt's skin due to the uterus being introverted. The pt was treated with silvadine cream. The pt has reported that the blisters have caused her to experience pain when she walks, sits and/or dose exercise. The pt has seen the physician for several follow-up appointments. The first follow up occurred 6 days post procedure, the burn was improving. A second follow up occurred 14 days post procedure, the tissue was pink and healing. A third follow up visit took place 29 days post procedure; the tissue is very pink and healthy. The pt is being sent to a burn specialist for eval of the area.

Manufacturer narrative:
DHR was performed review, nothing related to this type of event was found. A batch search was performed no similar complaints reported against this lot number were found. A product analysis could not be performed because the product was disposed. The hta user's manual states "do not place the procedure sheath tubing over the pt's leg or in contact with any part of the patient or operator's anatomy, as the tubing carries hot fluid and contact with it could result in thermal injury". However due to the pt's introverted uterus this may not have been avoidable in order to achieve successful endometrial ablation. The root cause of the event is pt anatomy.